Event description:
It was reported that customer was hospitalized due to dka. Customer complained of high blood glucose levels not coming down. Troubleshooting was performed. Customer did not have a clamp, instructed to monitor blood glucose and to call back when received clamp to perform hp test. Customer called back and test was conducted. Pump passed test.